Event description:
A malfunction was reported on the customer's pump, identified by the code malf 9. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received guidance from technical support to reset the pump, and following the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.